Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the middle common bile duct, performed on (B)(6) 2019. According to the complainant, during unpacking, it was noticed that the pancreatic stent was kinked when mounted on the delivery system. The procedure was successfully completed with another pancreatic stent of a different model. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.